Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported an out of regulation (oor) code which meant the implantable neurostimulator (ins) could not output what was being requested. This could be an indication of high use parameters. It was noted the rep said the patient was seen for a post-operative reprogramming session on the day of the report. The oor was seen on the clinician programmer. It was noted the ins was discharged and the patient felt stimulation on the day prior to the report from 8am-3:30pm. The patient was programmed at 9v. The patient had charged just enough for the rep to interrogate with the clinician programmer. Electrical impedances were tested and were in the range of 380-450 ohms. On the day of the report, the patient was able to charge fully and was instructed to continue charging weekly. It was also noted that when the patient was in the shower in the morning and bent over to pick up a bar of soap, the patient felt a stinging sensation at the ins incision. X-rays were taken and confirmed the lead had moved. The cause of the stinging sensation was the lead movement. The patient would be scheduled for a lead revision, but the date was unknown at the time of the report. Relevant medical history included spinal pain.